Event description:
Manufacturer reference report: 1627487-2019-06778, 1627487-2019-06779, 1627487-2019-06781, and 1627487-2019-06782.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer reference report: 1627487-2019-06778, 1627487-2019-06779, 1627487-2019-06781, and 1627487-2019-06782. It was reported that the patient was not getting adequate therapy. X-rays were taken and reprogramming was attempted without success. As a result, the system was explanted on (B)(6) 2019.